Event description:
Black specks were observed in becton dickinson (product # (B)(4) gold top tubes; (8128591, expiration date: 04/30/2019) and (8137603, expiration date: 05/31/2019). Issue was escalated to MFR. Investigation will take 2-6 weeks to complete. We internally pulled the two lots out of circulation.